Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of statlock extension set connector disconnection was confirmed. The returned sample was found to exhibit the same features as a known issue, and the root cause was found to be within the scope h3 other text : evaluation findings are in section h11.

Event description:
It was reported by customer that tubing separated from the connector at the junction. Additional information received (B)(6) 2023: the reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Event description:
It was reported by customer that tubing separated from the connector at the junction. Additional information received 02 october 2023: the reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.